Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock x-ray tube assembly and replaced the batteries. The system operates as intended.

Event description:
The customer reported the system displayed a generator error and powered itself down at the start of a pt case. There is no report of patient injury or death.